Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was isolated to the charger exhibiting a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of batteries has been completed. The reported problem (won't power up) was due to the f1 fuses being open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged batteries.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a battery charger was experiencing resets.